Manufacturer narrative:
Operation of device is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device that the air detector sensor was falling off. No patient injury was reported.

Manufacturer narrative:
Other, other text: d10: device available for evaluation: updated. H3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: device evaluation: a sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that the tamper seal was missing upon receipt. No error codes were found in the ehl (event history log). The customer reported issue was confirmed during the investigation by visually observing that the air detector was loose. Root cause of the reported issue is unknown, but the air detector was confirmed to be loose. Secured the loose air detector back in place. The product is beyond a year from the manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record DHR review was not performed. Service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation., corrected data: d4: correction: model number: 2120